Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2019. The device was returned for ¿pogo pin stuck in device and will not switch on¿. The fault was traced back to the -ve battery terminal pogo pin which was bent and stuck within the device. This had resulted in a lack of contact with the battery terminals and therefore, the device not switching on. This fault would also account for the device issuing a low battery fail and log entry of nonsensical time and data recorded in the history log as the pogo pin may have made intermittent contact with the battery terminals at this time. Due to the nature of the bent -ve pogo pin, it is assumed that the damage caused to the -ve pogo pin and the missing locator pins was due to the user forcefully inserting the pad-pak into the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
On installation pogo pin stuck in device, device will not switch on. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
On installation pogo pin stuck in device, device will not switch on. There was no patient involved in this event.